Event description:
Complainant alleged that during a shift check, the autopulse resuscitation system displayed a user advisory ua 19 (max applied load exceeded) message, after 15-20 compressions were performed. The lifeband was checked and appeared to be functional, however the user advisory message still persisted. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.